Event description:
The customer reported that there was an acquisition driver error message displayed. This error is likely to result in a system lock up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The midas and avias cards on the mda hardware were reseated and a calibration was performed. The system was tested and found to be working as intended and returned to service.